Manufacturer narrative:
(B)(4).

Event description:
It was reported that the proximal portion of the distal coil was encapsulated and increased threshold and high pacing lead impedance were observed. The lead was explanted and replaced. The procedure went smoothly and the new lead was working fine when the patient was checked pre-discharge.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.